Manufacturer narrative:
B5 describe event or problem: updated. H6 device codes: updated. Device eval by manufacturer: the device was not received for analysis. Procedural imaging was provided to assist in the investigation and was reviewed by a bsc medical safety director and bsc quality engineer. The first clip is a root angiogram showing pigtail in non-coronary cusp (ncc), bottom at the annular level. The three cusps are in plane. The aortic valve is severely calcified. Annulus plane is nominal, i.e. Not horizontal. A bav with a non-compliant balloon is performed in a standard fashion. The placement of the first lotus edge valve is high in the annulus. The initial valve expansion is captured, which is unremarkable. Root angiogram show the valve locked and positioned with the bottom of the braid at the annulus level. Mild-moderate paravalvular leak (pvl) is visible. No clear waist can be seen, the inflow portion is somewhat constrained. Coronary flow is unimpaired. The media does not capture a tug test. The valve is released. All sheathing aids remain attached. The lotus edge valve is pulled out from the annulus in an attempt to free up the sheathing aids. With a bav balloon, the valve is dragged to proximal descending aorta just past the left subclavian artery. A second lotus edge valve system is tracked across the embolized valve and the arch and across the aortic valve. Multiple valve positionings are shown. After a total of four partial re-sheathings the implanters deem the valve to be in a satisfactory position, that is having the bottom of the braid to be around 4-5 mm below the annulus on the ncc side. No pvl is visible. The valve is released and remains in an unchanged position, that is verified by post-deployment angiogram. The embolized valve is verified to be stable and unchanged in the proximal descending aorta. The flow to the head vessels is uninterrupted. A left lower extremity angiogram is depicted that shows a low flow and occlusion at the level of anterior tibial artery. The occlusion of anterior tibialis anterior distally is most likely of embolic origin. The most likely cause for thrombo-embolic events is the excessive manipulation both on the aortic valve and the aortic arch exerted in this case. The root cause for the valve embolization seems to be at least high placement, not providing enough substrate for anchoring to withstand the pulling forces required to free up the sheathing aids. The appropriateness of proper valve sizing cannot be assesses in the absence of pre-procedural computed tomography angiography (cta).

Event description:
It was reported that lotus edge valve difficulty advancing, valve embolization, ischemia, cerebral vascular accident, multi-organ failure and patient death occurred. The patient's anatomy was severely tortuous with severe calcification. Right femoral artery access was obtained and a 27mm lotus edge valve was selected for use. Resistance was encountered during advancing the lotus edge valve. During removal of the lotus edge valve delivery system sheathing aids, the implanted valve moved. It was reported that the tortuous anatomy could have contributed to the valve movement. The lotus edge valve was left in place at the top of the descending aorta and another 27mm lotus edge valve was implanted successfully. Immediately after the procedure ischemia was found in the patient's left lower limb. The physicians believed it could be due to an atherosclerosis embolization from the aortic arch during removal of the first lotus edge valve. A neurological assessment was conducted and there were difficulties to obtain a neurological responses; neurological sequelae was suspected. The patient was transferred to the intensive care unit. The patient had multi-organ failure. The patient died 24 hours post procedure. The cause of death was not reported. It was further reported that pre-balloon aortic valvuloplasty (bav) was performed with a 20mm balloon. Difficulties were encountered during locking of the first lotus edge valve. The first valve was placed high due to a small left ventricular outflow tract (lvot) and calcification. There was no waist on the first lotus edge valve and the tug test that was performed was not robust enough to judge the securement of the implant; the tug test showed movement on the handle but not of the valve.

Event description:
It was reported that lotus edge valve difficulty advancing, valve embolization, ischemia, cerebral vascular accident, multi-organ failure and patient death occurred. The patient's anatomy was severely tortuous with severe calcification. Right femoral artery access was obtained and a 27mm lotus edge valve was selected for use. Resistance was encountered during advancing the lotus edge valve. During removal of the lotus edge valve delivery system sheathing aids, the implanted valve moved. It was reported that the tortuous anatomy could have contributed to the valve movement. The lotus edge valve was left in place at the top of the descending aorta and another 27mm lotus edge valve was implanted successfully. Immediately after the procedure ischemia was found in the patient's left lower limb. The physicians believed it could be due to an atherosclerosis embolization from the aortic arch during removal of the first lotus edge valve. A neurological assessment was conducted and there were difficulties to obtain a neurological responses; neurological sequelae was suspected. The patient was transferred to the intensive care unit. The patient had multi-organ failure. The patient died 24 hours post procedure. The cause of death was not reported.